Event description:
It was reported that the customer's insulin pump was making noise during rewind, and the customer believes the device was not delivering the correct amount of insulin. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the displacement test. However, the insulin pump had a loud motor noise during rewind as a result of a faulty motor. Also the device had rattling noise during vibrate due to the adhesive not adhering.